Event description:
It was reported that patient came for magnetic resonance imaging (MRI) and device check performed. After MRI and pacemaker (pm) was reprogrammed, the pm showed an error message ¿device in MRI mode¿ when the session ended. The pm was re-interrogated, and the pm was no longer in MRI mode. No patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the patient had no consequences throughout the event.